Event description:
The customer had been hospitalized two weeks ago for dka. It was stated that the customer was admitted with high bgs. The customer's nurse indicated that the customer had been running high all day and they were trying to bolus for it, but bgs remained high. The cannula was removed and it was bent, but the pump did not alarm to warn the customer of it. Troubleshooting was performed. The high-pressure test passed. Instructed the customer to try the quick set due to the customer's body and to avoid inserting in restricted areas.